Manufacturer narrative:
The affected carina was manufactured in may 2007 and was provided for the investigation. From the log file the reported malfunction could be confirmed. The error codes refer to a deviation of the rotation speed of the blower both during device startup and ventilation. This failure can have different causes, therefore an analysis of the device was initiated. Several leakages were detected and an internal connector was not plugged in correctly, both failures are not connected to the reported event. The reason for the deviation of the rotation speed could not be detected. The carina reacted as specified to the detected deviation by posting a visual and acoustical alarm to alert the user and switching to patient safety mode. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary.

Event description:
It was reported: problem during ventilation. Emergency ventilation and technical error after a while. Sometimes you can hear a click, like a valve moving and the ventilation curves become weird after that click then return normal again. Error codes 00.a018. 00.a008. 00.a009. Reboots during startup. Intermittent. Might seem ok at beginning then the curves become weirder by time. No injury reported.